Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient completed their course of antibiotics, thus resolving infection.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that an infection was present at the ipg site. The patient was given antibiotics over the course of several days to address the infection. As a result, the patient's scs system was explanted.